Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a left knee distal femur osteotomy surgical procedure, the product that had passed its label expiration date was implanted.